Event description:
A caller reported an issue with touchscreen responsiveness on their pump, indicating that the screen was frozen and unresponsive. There was no reported impact to the customer¿s blood glucose level, as it was unknown whether their blood glucose exceeded 500 mg/dl. Technical support provided complete pump reset information, and the caller successfully reset the pump, which resolved the issue.